Manufacturer narrative:
H4: the device was manufactured from february 19, 2020 - february 20, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed evidence of a missing blue winged luer cap. The reported condition was verified. The cause of the condition was determined to be an assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap was missing from a large volume infusor. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.